Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery. Customer's blood glucose level went as high as 539 mg/dl. Customer treated their high blood glucose level via manual injection. Customer received a no delivery alarm during bolus attempt. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer reseated the cap on the reservoir and infusion set. Customer advised they were able to successfully deliver insulin without any alarm. The reservoir was not returned for analysis.